Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by sterile services staff member at (B)(6) hospital requesting a replacement instrument ref 03.010.045 insertion handle for lateral femoral nail. Their consignment handle was broken three days earlier. Not sure if during a case or discovered broken before the case. The staff member had discovered a note left with the instrument asking for a new one to be ordered and did not have any more information. The patient outcome is unknown. Concomitant device reported: unknown lateral femoral nail (part # unknown, lot # unknown, quantity 1). This is report 1 for 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6:  patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure.  H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device broke whilst being used on the patient for a tibial nail. The surgeon said it was a tricky case and he had done lots of hammering and twisting of the inserter. The tip of the inserter broke off. There was a delay in surgery until they opened another set that had the same instrument on it.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as september 22, 2019 but should have been october 21, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow(s): damaged: visual inspection: upon visual inspection of the complaint device it is visible that the positioning pin on the proximal end sheared off and is missing. Furthermore, the instrument shows dents, scratches and deformation all over the instrument. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the review of the production history revealed that this instrument was manufactured in april 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. A 100% functional test was performed without any non-conformance noted. Summary: the received condition of the insertion handle is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in april 2012 according to the specification. Based on that and the condition of the item a product related issue can be excluded. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately we are not able to determine the exact cause which has led to the breakage. We can only assume that a mechanical overload situation, for example rotation movements has led to the damages. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part #: 03.010.045. Synthes lot #: 7802960. Manufacturing site: hägendorf. Release to warehouse date: april 03, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.